Manufacturer narrative:
As reported by the sales rep, a 5mm x 30cm 150 saber balloon burst at 12 atmospheres (atm) in the right superior femoral artery (sfa). The product was removed intact (in one piece) from the patient. There was no reported patient injury. There was no difficulty removing the product from the hoop or when removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally, and non-cordis contrast media was used. The contrast to saline ratio was 50/50. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The lesion was calcified, there was no vessel tortuosity; however, 95% stenosis is noted. There was no difficulty advancing the balloon catheter through the vessel. There difficulty crossing the lesion not with the balloon. The catheter was never in an acute bend. The plunger did depress into the syringe/indeflator when trying to inflate. The user was able to depress the plunger into the syringe/indeflator when trying to inflate. No patient injury occurred. The current status of the patient is stable. The product was returned for analysis. A non-sterile saber 5mm x 30cm 150 saber percutaneous transluminal angioplasty (pta) balloon catheter was received for analysis inside a plastic bag. Per visual analysis, the saber was received with the balloon ruptured at the middle area of the balloon. No other physical characteristics could be observed at the naked eye. Functional analysis was not performed due to the ruptured condition of the unit the way it was returned for evaluation. Per sem analysis, results showed that the balloon separation was caused by a rupture on the balloon surface. The inner surface presented no anomalies near the balloon rupture. The outer surface presented evidence of scratch marks near the balloon rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the balloon outer surface could probably led to the rupture condition found on the received device. It seems the balloon material near the rupture was torn either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82226782 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst - at/below rbp¿ and ¿balloon separated¿ were confirmed during device analysis. However, the exact cause could not be determined. The balloon material was noted to have a burst/separated condition on the middle area; additionally, scratch marks were noted to the outer portion of the balloon. It is likely vessel characteristics of calcification with stenosis contributed to the reported events based on the analysis findings. Calcification is known to damage balloon material; it is likely this occurred when attempting to cross the calcified lesion or upon inflation. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with this lot# 82226782 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported by the sales rep, a 5mm30cm 150 saber balloon burst at 12 atmosphere (atm) in right superior femoral artery (sfa). . The product was removed intact (in one piece) from the patient. There was no reported patient injury. There was no difficulty removing the product from the hoop or when removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prep normally. A non-cordis contrast media was used .the contrast to saline ratio was 50/50. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The vessel / lesion characteristics were that the lesion was calcified, there was no vessel tortuosity and there is 95% stenosis noted. There was no difficulty advancing the balloon catheter through the vessel. There difficulty crossing the lesion not with the balloon. The catheter was never in an acute bend. The plunger did depress into the syringe/indeflator when trying to inflate. The user was able to depress the plunger into the syringe/indeflator when trying to inflate. No patient injury occurred. The current status of the patient is stable. The device will be returned for evaluation.